Manufacturer narrative:
(B)(4).

Event description:
On 05dec2019 an email was received from a patient (pt) in (B)(6) who reported an ¿serious infection¿ (affected eye not provided) while wearing an acuvue® oasys® brand contact lens. The pt went to an eye care provider (ecp) who prescribed vigadexa every hour and advised the pt that ¿chances of losing vision was high.¿ the pt has a return visit to ecp in 4 days. On 05dec2019 a call was placed to the pt and additional medical information was provided: pt reports ou discomfort, pain, redness and irritation beginning in (B)(6) 2019. The pt reported a ¿white film around the iris.¿ pt went to ecp on (B)(6) 2019 and was diagnosed with a ¿bacterial infection ou¿. The pt was prescribed vigadexa every hour for 2 days, then every 3 hours until the return visit scheduled on (B)(6) 2019. The pt advised the pain and redness has improved. The pt has a 15-day replacement schedule with daily wear. The pt used renu solution to clean the lenses. The medical report was requested. On 06dec2019 additional information was obtained: a call was placed to the pts treating ecp and a representative reported the pt visit on (B)(6) 2019. A follow-up appointment is scheduled for (B)(6) 2019. No additional medical information was provided. On 10dec2019 a call was placed to the ecp office: a representative reported the secretary will confirm diagnosis and treatment via email. On 10dec2019 a call was placed to the pt and additional medical information was requested. No additional information was obtained. On 12dec2019 a call was placed to the ecp¿s office and additional information was provided: a representative reported the pt was diagnosed with keratitis and was only prescribed vigadexa. The pt returned for a follow-up visit on (B)(6) 2019 and was released to return to contact lens wear. No additional medications were prescribed. The representative reported the ecp will provide a note confirming information obtained during the call. No additional medical information was provided. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00rtml was produced under normal conditions. The suspect od contact lens was requested for return for evaluation, but have not yet been received. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
One lens case was received containing 2 opened lenses for lot # b00rtml. The parameters of the lenses were measured, and a visual inspection was performed. No visual attributes were observed on the 2 opened lenses. The lens met company standards for power, base curve, center thickness, and diameter. This report is for the pt¿s od event. The report for the pt¿s os event will be submitted in a separate report. If any further relevant information is received, a supplemental report will be filed. Section h - 6: code 10 - testing of actual/suspected device.